Manufacturer narrative:
Initial and final MDR 1884991 - MDR 3003442380-2024-07735 - device 3 of 5.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced five infusion set was fell off during use event from (B)(6) 2024. The infusion set was in use for 24-30 hours. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.